Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). Caller reported they think the stimulator wasn't working and usually can feel pulsing when putting the fingers on the wires, but they didn't. Caller mentioned the patient's headaches were so bad the headache was an 8 or 9. When asked for event date, caller mentioned patient always had somewhat of a headache even when they were feeling good but on friday the headache got really bad. Caller mentioned the patient took a "neurotripatan" on friday and saturday and the patient was only allowed to take the medication twice a week. Caller mentioned on sunday the pain engulfed the top of her head and the other side of the head. Patient went to the emergency room and they were given medication that brought the headache down but now the headache was back up again. Patient said all they felt right now was a lot of pain and the pain was now a ten. Caller mentioned the patient usually had pain on one side of their head but on sunday the headache w as on the top of her head and the side as well. Agent walked caller through increasing stimulation in group a, b and c. Patient rep confirmed they were able to increase the stimulation but patient didn't feel anything. Caller denied the patient had any recent falls/trauma. Agent asked if patient knew what number the therapy settings were usually at but they were unsure. Agent reviewed with caller they could try to continue to increase stimulation. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that the patient (pt) had turned up paresthesia, but no longer felt therapy. Rep mentioned the leads were implanted in pt's face and head for headaches. Rep met in office today with pt and tried turning up therapy to 11-12 ma, but pt still did not feel therapy. Rep said impedances numbers and connectivity were perfect. Technical services (tss) had rep run impedance check again and switched reference electrodes. Historical impedance values were not available to compare. Active electrodes were 2, 3, 4, and 5 (program 1) and 10, 11, 12, and 13 (program 2). With reference electrode 2, pt had 1210 ohms on contact 8 and the lowest value was 740 ohms on 3. With reference electrode 3, pt saw 1050 ohms on electrode 8 and 620 ohms on electrode 4. Pt made contacts 10, 11, 12 and 13 reference electrodes and had no results above 3,000 ohms and none under 500 ohms. Rep tried to program pt up to 21 ma on programs 1 and 2, but no paresthesia was felt by patient. Tss discussed the particularities of the space the leads were implanted in and discussed possible ways to program around the potential impedance. Tss spoke about potential lead migration. Caller called back and repeated previously documented information. Caller stated they met with the rep yesterday, where the device was checked. Caller reported that despite the rep increasing the intensity, the patient no longer felt therapy. Agent reviewed information about external devices/internal device. Caller reported that despite the rep increasing the intensity way up to 20, changed group and program, the patient no longer felt therapy. Caller became escalated, stating they had already spoken with the doctor and rep, who said the device was working fine, but it was not. Caller mentioned that rep had called yesterday and spoken with technical services (tss) regarding potential lead migration, but they went home without the issue being resolved. Agent redirected the caller to hcp and rep to further address the issue. Caller requested for a supervisor. Agent reviewed call back process. Agent made outbound call to caller. Caller stated there was something wrong with the implant because patient was not getting stimulation. Caller stated the ins was place for migraines / headaches and it was helping and suddenly stop helping and they didn't know why. Caller stated the rep and hcp did not know why either yesterday. Caller stated they had gone to the ER and patient got medication but they could not keep doing that. Caller stated hcp order magnetic resonance imaging (MRI) and computerized axial tomography scan (cat). Caller asked about warranty. Caller asked for patient and technical services (pats) dept to tell her what to do next or tell the hcp office and rep what to do next to fix the problem. Caller stated if they had to replace the ins then they could replace the ins. Caller wanted to know what needed to be done to fix the problem. Agent reviewed agent/pats role and recommend patient consult with hcp office and rep. Agent reviewed warranty information. Additional information was received from a manufacturer representative (rep). The rep reported that current plan was patient to be explanted and have MRI scan performed. The information was confirmed by the physician.